Manufacturer narrative:
(B)(4)

Event description:
It was reported that during prior to use inspection, the bag on the CPAP (continuous positive airway pressure) assembly for the endobronchial tube was found to have a crack in it. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was received for investigation in its original unopened pouch. Visual inspection found a c shaped cut/crack in the neoprene bag at the connector. Similar damage was found on the clear side of the pouch which directly corresponds to the damage found on the CPAP unit. The sample was sent to the vendor for investigation. The damage detected was not due to any form of degradation. The vendor reported that all products are visually inspected prior to being packaged. At this stage, any defective samples are removed and segregated from the lot. The customer reported complaint of a damaged product was verified. However, the most probable root cause for this type of defect is the pouch and product had come in contact with a sharp object or utensil.